Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("knee pain"), insomnia ("insomnia"), fatigue ("fatigue"), migraine ("migraine"), depression ("severe depression"), anxiety ("anxiety"), rosacea ("rosacea"), eczema ("eczema"), allergy to metals ("white gold allergic reaction"), dysmenorrhoea ("extremely painful periods"), dermatitis ("other inflammatory skin problem"), hypersensitivity ("sensitivity"), blister ("blistering") and scar ("cracking / scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the back pain, arthralgia, insomnia, fatigue, weight increased, migraine, depression, anxiety, rosacea, eczema, allergy to metals, dysmenorrhoea, dermatitis, hypersensitivity, blister and scar outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, back pain, blister, depression, dermatitis, dysmenorrhoea, eczema, fatigue, hypersensitivity, insomnia, migraine, rosacea, scar and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : allergy to metals, anxiety, arthralgia, back pain, blister, depression, dermatitis, dysmenorrhoea, eczema, fatigue, hypersensitivity, insomnia, migraine, rosacea, scar and weight increased quality-safety evaluation of ptc: unable to confirm the complaint . Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("knee pain"), insomnia ("insomnia"), fatigue ("fatigue"), migraine ("migraine"), depression ("severe depression"), anxiety ("anxiety"), rosacea ("rosacea"), eczema ("eczema"), allergy to metals ("white gold allergic reaction"), dysmenorrhoea ("extremely painful periods"), dermatitis ("other inflammatory skin problem"), hypersensitivity ("sensitivity"), blister ("blistering") and scar ("cracking / scarring") and was found to have weight increased ("weight gain"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the back pain, arthralgia, insomnia, fatigue, weight increased, migraine, depression, anxiety, rosacea, eczema, allergy to metals, dysmenorrhoea, dermatitis, hypersensitivity, blister and scar outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, back pain, blister, depression, dermatitis, dysmenorrhoea, eczema, fatigue, hypersensitivity, insomnia, migraine, rosacea, scar and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : allergy to metals, anxiety, arthralgia, back pain, blister, depression, dermatitis, dysmenorrhoea, eczema, fatigue, hypersensitivity, insomnia, migraine, rosacea, scar and weight increased. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.